Event description:
The switch remained in the "on" position. Inspection revealed the switch did remain "on". This is an old-style switch. Significant engineering designs have been accomplished to change the switch. Remedial action has been accomplished. No deaths or injuries have been reported.